Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported the patient underwent total wrist arthroplasty and is being considered for a revision procedure due to unknown reasons.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and/or allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. Device product code ¿ kwn. (B)(4). Concomitant products: maestro total wrist radial stem: catalog #:180182, lot #:003990. Maestro total wrist right distal radial body: catalog #:180151, lot #:490430. Maestro total wrist capitate stem for tapered plate: catalog #:180320, lot #:961000. Maestro total wrist tapered carpal plate: catalog #:180395, lot #:741150. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-05448 and 1825034-2017-00432).

Event description:
It was reported the patient underwent revision total wrist arthroplasty 19 days post-implantation due to infection. The carpal head and two screws were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Root cause remains undetermined.